Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the sensor glucose reading not matching the blood glucose reading on the insulin pump. Customer stated that she has also received predict low and threshold suspend alarms. Customer was offered to troubleshoot, but customer was at work and did not want to. Customer was unable to run the test plug procedure at this time. Customer mentioned that she will call back later to run the test. It was advised that the customer not wear the cgm due to the possibility of it being affected by magnetic devices since she will be having surgery on monday. No additional information provided.